Event description:
Supplemental report is being submitted due to the completion of the investigation on 01mar2023.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 device of lot c1730297 was not returned to cirl. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 device of lot number c1730297 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1730297. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1730297. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no adverse effects or health consequences to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user straightened the pig tail and advanced it over a wire guide (olympus' visiglide 0.025"), but the pig tail kinked (pr (B)(4)). It was unusable, so he replaced it with another zebd-7-4 (lot:c1730297) to complete the procedure. The same 0.025" wire guide was used to place the 2nd stent (380367). Note: wrong wire guide used with both devices.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.